Manufacturer narrative:
This report contains additional information in section h6 patient codes.

Event description:
It was reported that the patient with this pacemaker device had syncopal episode which might have been correlated with pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) reviewed the presenting and stated that the device has not recorded arrhythmia episodes. The rhythm appeared to be pacemaker driven and ended with algorithm appropriately. Ts recommended programming options. There were no out of range measurements. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device had syncopal episode which might have been correlated with pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) reviewed the presenting and stated that the device has not recorded arrhythmia episodes. The rhythm appeared to be pacemaker driven and ended with algorithm appropriately. Ts recommended programming options. There were no out of range measurements. This device remains in service. No adverse patient effects were reported.